Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 4: 1627487-2017-08505, 1627487-2017-08507 and 1627487-2017-08508. It was reported the patient developed an infection at the lead site and ipg pocket site. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 4: 1627487-2017-08505, 1627487-2017-08507 and 1627487-2017-08508. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. A culture was not taken. The patient was prescribed oral antibiotics.